Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation mapping procedure, while attempting to gain epicardial access, it was noted that the right ventricle was punctured while the introducer had been advanced into the right ventricle. Leading up to the noted perforation, the physician gained access to the patient, advanced the guidewire, and then advanced the introducer, which at that point the perforation of the right ventricle was noted via both contrast and x-ray and ultrasound. When the introducer was removed, blood leaked into the pericardial space and the patient was noted to be hypotensive. A pericardiocentesis was performed in order to stabilize the patient and the blood was then re-introduced. There were no performance issues with the device.